Manufacturer narrative:
Event date: 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. A damaged heater line tubing (that leaked) and damaged blue organizer at heater line position identified during visual and functional inspection. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette that was still in the packaging had pinholes in the heater line tubing and in the blue plastic part of the cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.